Event description:
It was reported that the subject device had display error e103 (ignition error). The issue occurred during service / maintenance. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lamp was not lit and failure of the power unit a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error 103 in display due to failure of the power unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.